Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to get into automode. The customer also experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl. The customer treated with insulin pump for high blood glucose. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.

Manufacturer narrative:
The information provided that the harm code with the initial report was incorrect. The correct information has been included with this report.

Event description:
Harm code has been updated to the hyperglycemia.